Event description:
It was reported that, "the pt had a revision surgery to replace the bipolar cup into a cemented cup (tha) due to a central migration on (B)(6) 2011."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.